Manufacturer narrative:
The supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h10 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cable failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head image appears with color stripes. The issue was found during preparation for a therapeutic laparoscopy procedure. There was no patient involvement.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the camera head image appears with color stripes. The issue was found during preparation for a therapeutic laparoscopy procedure. There was no patient involvement.